Event description:
A distributor reported on behalf of a healthcare facility in japan that just after starting the ventilator there was a leak alarm. The rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators was replaced and there were no further alarms. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Correction: section d & h11: name of rt268 updated to rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators section h11: method: the subject rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators was returned to fisher & paykel healthcare in new zealand, where it was visually inspected and analysed. Results: visual inspection of the returned circuit identified that the connector from the ventilator end of the dryline tubing was missing and there was also some minor damage to the tubing. Leak testing of the other parts of the returned circuit confirmed that they were within specification. Conclusion: our investigation was unable to determine the cause of the reported ventilator leak alarm however it is possible that it was related to using the dryline without the ventilator-end connector. All rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators are visually inspected, electrically, pressure and leak tested during production and those that fail are rejected. Circuits that have been assembled without a connector would not pass the leak test, therefore, would be rejected. The user instructions that accompany the rt268 infant ventilator circuit dual heated with mr290 autofeed chamber for sle4000 & sle5000 ventilators state: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occulsions before connecting to a patient." - "check all connections are tight before use."

Event description:
A distributor reported on behalf of a healthcare facility in japan that just after starting the ventilator there was a leak alarm. The rt268 infant dual-heated evaqua2 breathing circuit was replaced and there were no further alarms. There was no patient consequence.

Manufacturer narrative:
(B)(4). Section g4: the rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Section h11: the subject rt268 infant dual-heated evaqua2 breathing circuit is currently en-route to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.